Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the hospital after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that the device had detected an atrial fibrillation with rapid ventricular response (af w/rvr) as a ventricular fibrillation (vf) event, resulting in an inappropriate therapy being delivered to the patient. The device remains in use. No further patient complications have been reported as a result of this event.